Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to operational context. It is likely a posterior cuff miss occurred causing a separation of the link during the pull of the plunger. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported during use of the first prostyle device, the suture was not present when the plunger was removed (a cuff miss occurred). A new prostyle device was used; however, a link break occurred when the plunger was removed. Manual compression was applied to achieve hemostasis. No additional information was provided.